Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection revealed no significant anomalies. A longevity calculation was performed based upon programmed settings and usage data as the device had not reached end of life (eol). The calculations indicated the battery depletion of the device was normal. The monthly battery voltage trend was reviewed and no anomalies were observed. The monthly fuel gauge trend was reviewed and the current trend appeared normal. Based on the analysis and information received from the field, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following a melin.net transmission. Upon interrogation, the device was found to be at eri. The device was explanted and replaced due to possible premature battery depletion. The patient was in good condition with no adverse consequences.